Event description:
Pt reported that while leaving store, she felt "a strong shocking sensation" to her arm and chest. Pt states she did not see any theft detector devices at the store exit. The stimulation system appears to be working properly, although the pt's chest discomfort continued. Follow-up with the health care provider indicated that the event exacerbated the pt's symptoms, particularly in her arm. The device was reprogrammed, but the pt is still having unresolved symptoms from the event.